Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: a review of the black box showed evidence of a short battery life. Several call service 177 and 128 alarms had occurred due to a discharged replace battery. The battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and was able to fit. The rewind, load, and prime steps were performed successfully. The pump currents were within specifications. The pump cover was removed to find no intermittent conditions to the internal components. The short battery life complaint was unable to be duplicated.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.